Event description:
When fractured groshong catheter was replaced the distal end was missing. Chest x-ray showed no signs of fragment. Five months later the pt was admitted to the hosp with shortness of breath and tachycardia. Chest x-ray showed a free fragment of catheter in the right atrium. The catheter fragment was successfully removed without further complications.